Event description:
The user facility reported a 1 cc syringe with 25x5/8 needle that broke off into patient. The event occurred intra-operative. Additional information was received on 25 sep 2024: the needle broke off and fell to the ground. The incident occurred during blood draw procedures, and there was no blood loss.

Manufacturer narrative:
A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual condition of the sample was not able to be determined as it was not available for evaluation. Retention samples were visually inspected and confirmed free of defects such as dents, scratches, bent cannula, tilted cannula, and damage to the cannula that might contribute to the complaint. There was no issued nonconformity report related to human error during lot production. Machine there are no nonconformities in the assembled needle lot supplied during production. At the cannula station, an inspector ensures proper cannula alignment to prevent bent cannulas. Our product has an allowable tilting of the needle of not more than 2°. Tilted cannulas are one of the check items in the hourly in-process inspection during needle assembly. We conduct an online inspection at cannula loading to check for bent cannulas. Visual in-process inspections are conducted during the manufacturing process to detect abnormalities on the product that may cause issues during use. Before shipment, qc conducts outgoing inspections to check the overall condition of the products. Our cannula is a supplied raw material that complies with iso 9626, particularly on stiffness and breakage. Prior to the supply of cannula (raw material) to the needle assembly process, qc conducts incoming inspection which includes dimensional inspection and verification of certificate of analysis according to material specification. The supplied cannula raw material is tpc inspected wherein the overall visual condition of the cannula has been checked. From the previous two fiscal years to the present, we received a total of three (3) complaints for the same issue, the cause of which was not identified as being related to our product or the manufacturing process. The root cause of the complaint could not be identified to be related to our product or manufacturing process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. Our cannula is supplied with raw material that conforms to iso 9626, specifically on stiffness and breakage. We have routine inspections to check the condition of the products. We perform an outgoing inspection prior to shipment to ensure the overall condition of the needles. Therefore, our process is assured. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.